Event description:
The report received from the affiliate indicated that during an interventional procedure, the cypher 3.5 x 33 mm stent was delivered to the distal right coronary artery (rca) target lesion for direct stenting. While inflating the stent delivery system (sds) balloon, the balloon ruptured at eight (8) atm of pressure. The balloon rupture was confirmed also by leakage of contrast medium from the balloon by coronary angiography. The stent was under-dilated, so an nc sprinter balloon was used to post-dilate at eighteen (18) atm. Sufficient stent apposition at the target lesion was confirmed. There was no report of pt injury.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.